Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
On 1/3/2024, it was reported by an arthrex subsidiary employee via email that an ar-8926ss knotless tightrope suture tore during surgery. All broken pieces were retrieved from the patient. There was no case delay or additional anesthesia administered. The case was completed using another ar-8926ss from an unknown lot. This was discovered during an orif procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, including the application of excessive force when pulling the suture strands. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was received.